Manufacturer narrative:
The device is not available for return and the lot number is unknown. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in france reported that, during injection, the cannula/needle disassociated itself from the becton dickinson luer lock 5ml syringe. The cannula came completely off the base of the well-screwed syringe. No visible damage or defects were detected on the cannula or syringe before use. Prior to the detachment, irrigation was performed during the hydro suture step of the phacoemulsification procedure without any problems. The disassociation cause a wound (capsular rupture) in the patient's left eye. The surgeon reports that this compromises the patient's chances of having a posterior lens implanted that allows an optical correction. An intraocular lens (iol) was implanted but not the one originally planned. During hydroculture, the cannula detached violently, hitting the iol, the posterior capsula, and the anterior part of the vitreous, with probable damage to the peripheral retina. This caused a hemorrhage in the vitreous and ocular hypertonia. The patient underwent a vitrectomy and removal of the intravitreal hemorrhage. The surgery was completed. No further information regarding the patient's outcome or necessary measures taken can be provided.

Manufacturer narrative:
The device was not kept and the lot number is unknown. Based on the mechanical properties of the device, it is not possible for the cannula to have detached fully if securely attached. A review of recently manufactured batches was conducted and no anomalies were found in the paperwork to indicate the reported issue. The trend analysis and risk analysis review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause could not be determined. A CAPA was initiated to further investigate this event. D3 manufacturer email: (B)(6).